Event description:
The pressurewire aeris was calibrated normally. There was resistance felt while advancing the device, and "no signal" was displayed while crossing the device into the lcx lesion with 50% stenosis. Tortuosity and angulation were severe, and calcification was moderate. The light on the transmitter showed blinking green and yellow; the receiver light was blinking yellow. The pd pressure appeared when the transmitter was held firmly with the device, but when the grip was loosened, the pd pressure disappeared. The device was detached and reconnected to the transmitter, but the issue persisted. A second pressurewire aeris was used. There was resistance felt while advancing the device and when the physician tried to remove the inserter, a fracture occurred on the pressurewire aeris outside of the patient, at the y-connector/inserter. A third pressurewire aeris was used to continue and complete the procedure.

Manufacturer narrative:
The reported event of a fractured device was confirmed. The reported event of a positioning issue could not be confirmed. The results of the investigation concluded that the guidewire shaft had been fractured and separated, with subsequent fracture of the corewire and microcables. The proximal section of the fractured guidewire was not returned. The distal tip coil had been bent. The coated distal tube had been kinked and the shaft had been bent and kinked at multiple locations. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported positioning issue remains unknown, the guidewire damage is consistent with the reported event. The cause of the guidewire damage is consistent with forcible contact during use. Information from the field stated that tortuosity and angulation were severe and there was resistance felt while advancing the device, which is inconsistent with the instructions for use (IFU). The IFU states that torqueing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may damage and/or fracture the pressurewire.